Manufacturer narrative:
The complaint investigation for false elevated result for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Trending review determined no trends for the product. Device history record review did not identify any non-conformance's or deviations with lot 21034ui00 (note: lots 21034ui00 and 21034ui03 contain the same bulk material and are identical except the labeling of the outer package). The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. In house testing of retained kit of lot 21034ui00 determined that the specificity performance is not negatively impacted. Labeling review concluded that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency with the architect total b-hcg reagent, lot 21034ui00, was identified. Section d4 lot no changed from 21034ui00 to 21034ui03 on 16jul2021.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported false positive architect b-hcg results on one patient. The results provided were: on 11jun2021 initial = 136.85miu/ml (>/=25.00miu/ml = positive) / multiple retests = <1.20miu/ml (</=5.00 miu/ml = negative). There was no reported impact to patient management.